Event description:
The customer reported that the software would not start correctly. This will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.